Manufacturer narrative:
Describe event or problem updated. Updated health impact and device problem code grids.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device screen went white and then the device shut off. No other errors were reported by the customer. The device was in use on a patient during the event, however no patient or user health consequences or impact have been reported.

Event description:
It was reported to philips that the screen will go completely white and shuts off. No patient harm or injury has been reported.

Manufacturer narrative:
Updated product UDI#.

Manufacturer narrative:
Serial number updated to unknown due to information received indicating the affected device serial number is unknown.